Event description:
Customer reported erroneous high bhcg (beta human chorionic gonadotropin) was obtained for one patient sample when using the unicel dxi 800 access immunoassay system. The initial erroneous high test results were obtained on 02/11/2012 and were questioned by the physician. During the retest of the sample, the erroneous test results were generated on (B)(6) 2012. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
The following information was gathered from the customer: system check was performed on (B)(4) 2012 and passed within specifications. Quality control (3 levels) was recovering within 2 sd (standard deviations) from the established mean prior to and on the date of the event. A beckman coulter field service engineer (fse) evaluated the analyzer on (B)(4) 2012. Performed a high sensitivity system check, which passed within specifications. Cause of the erroneous test results was not determined.